Event description:
Two mitek lds electrodes were used in a case. On the first device the active tip of the electrode had a partial loss of material, approximately 25 percent. The second electrode failed in the same manner having approximately 10 percent loss of material. No patient injury was reported as a result of this situation. Metal fragment coming free from the device could potentially result in patient injury, or surgical intervention if this were to recur. Although it is unlikely to result in any patient injury, an MDR is being filed to document this event.